Event description:
Hospital reported distal 10.8cm of epidural catheter became detached from the proximal section. Catheter was checked before use, and inserted into epidural space. Due to suspicion that the catheter hadn't threaded correctly it was withdrawn, together with tuohy needle. Needle was then re-inserted into epidural space, and as catheter was about to be re-threaded into epidural space the distal 10.8cm was found to be missing. It was suspected that the missing segment of catheter may have remained in the epidural space, but this was not seen on subsequent CT and MRI scans. No adverse outcome reported.

Manufacturer narrative:
Results evaluations codes (other): we are anticipating the return of the sample used in this event. Review of the history for this type of event reveals the most likely root cause for this incident is likely one of the following: the catheter was pulled through the touhy needle during the procedure, resulting in severance by the needle. This is referred within section 1 of the "warnings" section of this product instructions for use (IFU) "never pull back the catheter through the epidural tuohy needle as this can result in the catheter being cut and left in the epidural space. If catheter insertion difficulties are encountered, the epidural tuohy needle and catheter should be removed carefully together as a single unit, and the procedure repeated. The catheter became trapped between the pt's vertebrae. Any pulling force used would result in severance of the catheter. This is referred to within section 4 of the "warnings" section of the IFU as follows: do not pull the epidural catheter rapidly during removal from the pt. If resistance is felt on withdrawal, consult current medical literature for specific techniques. Continuining to exert force when resistance is felt may lead to breaking of the catheter. If the sample investigation reveals a device defect, then a follow-up report will be submitted.